Event description:
Event description cpi received information that the rate sensing portion of this endotak down-sized lead (0125) was removed from service due to the rate sensing portion having an insulation break near the connector. Replaced with a sweet tip bipolar lead (4269).